Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, scope not recognized occurred due to a bad scope connector socket. The cause of the faulty connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During examination, the reported issue could be confirmed; the device did not consistently detect an attached scope. This issue was attributed to the video connector socket. In addition, the front panel was slightly damaged; damage was identified on the pc card port button and the white balance key. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
Olympus medical service reported on behalf of the customer that when the visera pro video system center was being reprocessed, the video connector was broken and this caused intermittent problems with the attached scope being detected. The customer reported the issue occurred after the patient's diagnostic otolaryngologic exam. The procedure was completed successfully. The reported issue did not cause a delay in examination and there were no adverse effects to patient.